Event description:
A patient was implanted with a tfn for a right intertrochanteric fracture. During follow-up visit with the surgeon, x-rays were taken and it was noted the helical blade had advanced medially through the femoral head into the acetabulum. Surgeon scheduled a revision procedure. This report is 1 of 2 for the same incident.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing. Subject device is currently in the investigation process and no conclusion can be drawn at this time.